Manufacturer narrative:
The insulin pump was received with a blank display due to corroded electronic assemblies. The insulin pump also had a corroded motor home switch. There were minor scratches on the lcd window as well. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call that he was wearing the insulin pump while hiking and got caught in the rain. The pump powered off as a result. However, he did not notice that the pump was nonfunctional and he continued to hike for approximately four additional hours before he noticed the powered-off pump. The patient's blood glucose at the time of incident was 283 mg/dl. Troubleshooting was initiated for the pump exposure to fluid. The display went blank shortly after rain fall. The customer let the pump dry on its own; he did not note any moisture on the pump but the device would not power on. The customer was advised to discontinue use of the pump and revert to a medically prescribed back-up plan. The insulin pump was returned for analysis and a replacement device was shipped to the customer.